Event description:
The caller reported that the patient's stimulator suddenly started going dead a couple of days after they charged it, then they started having tremors again. The caller said they were told to call (B)(6) before seeing the patient's doctor, but when they called (B)(6) her voicemail greeting advised the caller to call patient services. Agent was unable to locate the patient's device in the system, at which point it was revealed that the patient has a boston scientific dbs system. Agent provided the caller with the phone number for boston scientific (833-327-4636) and attempted to warm transfer the caller to boston scientific, but the caller disconnected. Agent called the caller back, but they did not answer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).